Event description:
Account alleged via medwatch report that a patient was using the intermediate siderail as support and allegedly the siderail dropped to its stored position. Pt did not fall.

Manufacturer narrative:
It has been previously determined by sales and service visits to the account that the maintenance/biomed staff does not perform a hill-rom recommended preventive maintenance (pm) per service manual. A technician was sent to the account to see if he can inspect this particular bed or find out if biomed has repaired the latch mechanism. Investigation has not been completed at this time.